Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter (B)(4) regarding system error 2240 and system error 2367 alarms. The nurse (rn) stated the patient line became inadvertently separated from the transfer set and stated the hp disconnected. The technical service representative (tsr) explained the alarms. The tsr verified with the rn that the hp may have disconnected during therapy and triggered the alarm. There was no injury or medical intervention reported. No additional information is available at this time.